Event description:
Caller reported that at 12:57 am the customer was shaking and was sweaty. The aviva system gave a blood glucose result of 80 mg/dl. His wife gave him orange juice and called paramedics. They arrived at 1:00 am and they took his blood glucose on his meter and it read 41 mg/dl the paramedics treated him with dextrose intravenously (50ml). The paramedics tested him on their meter again at 1:30 am and the meter read 250 mg/dl. Wife said that he could have treated himself at the time. A request was made for the return of the strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.